Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch report mw5083304) that a female patient of unknown age who underwent an unspecified procedure with a saline mentor siltex round moderate profile 325cc breast implant and an unspecified mentor saline breast implant reported the following: "hospitalized due to myriad symptoms stemming from heart palpitations triggered from a newly dxd autoimmune disorder, hashimoto's thyroidism, and breast implants illness. Caused complete hair loss, weakness, fatigue, extreme weight gain, spiraling out of control until hosp visit in emergency due to low oxygen levels, pain, including above date pneumonia. Following the deflation of my right saline implant, I experienced pain in the right breast. Also noted are brain fog and inability to complete sentences and intolerance to heat and night sweats and unable to sleep although extremely exhausted. Lab results show many levels out of normal range including an extreme unexplainable amount of antibodies 10xs normal. Referred to a specialist for f/u. Dxd with 2 thyroid nodules over 2.5 cm. Biopsy inconclusive and now newly diagnosed as of 2018 swallowing disorder following a video study. After implants, hashimoto's thyroidism, headache, (B)(6) weight gain, complete hair loss, swallowing disorder, extreme exhaustion, brain fog, loss of words, had solid work history until I resigned because I was unable to remember how to do some tasks and haven't worked since 2014. Suffer now with severe anxiety, social phobia, and depression. Attempted suicide in 2014 having no prior history of this and my life is good other than my deteriorating health and the toxicity within me making me feel like a burden to society. I have no other reason to believe this is from anything else after finding others with the same symptoms and lifestyle changes and knowing we only share the same common thread being implants. Something needs to be done. I¿m begging you. I have reached a point I can no longer afford to remove these toxic bags and it's to the point now where it's do or die. I¿m slowly dying from these implants." At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The root cause of the patient's symptoms are not clear. This report is for the left side.